Event description:
The suture was used during a thyroid procedure. Reportedly, post-operative swelling occurred. Fluid was drawn from the site and a culture taken revealed no infection. The tissue in direct contact with the suture was normal, however, further away from the suture site, the tissue looked traumatized. The surgeon performed a re-operation to correct the condition. The surgeon stated that he does not know if the suture used was u.s.s.c., or competitors. The hospital has reported the pt's condition is satisfactory.